Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the device's flow sensor assembly and low flow was observed. The device's flow sensor assembly was replaced to address the issue. The device failed a step during testing. The device's blower motor was replaced to address the issue.